Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a surgeon had to use an alternate system for the anterior part of a cataract procedure. A system message was displayed indicating that the anterior surgical modes were not available. The procedure was completed with no harm to the patient.